Manufacturer narrative:
The reported glidescope video baton quickconnect large used in the procedure was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device and was able to confirm the reported image failure. The tsr observed that the area around the camera was scuffed and when connected to known, good, test verathon equipment, it produced blurry images. The glidescope video baton quickconnect large failed verathon's functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of the evaluation the customer was provided a replacement glidescope video baton quickconnect large and the subject device was scrapped due to there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton quickconnect large, the camera lens was foggy and resulted in no image. No delay in the procedure, use of a backup device, or harm to the patient was reported.